Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Unit received with unexpected battery power loss due to moisture damage on electronic and motor assemblies.

Event description:
It was reported that the insulin pump had a short battery life. Blood glucose level at the time of the incident was not provided. The battery cap is in good condition and customer was using the recommended battery. The product was returned for analysis.